Event description:
A report was received that the patient underwent a lead explant due to high impedances. The physician replaced two leads and one splitter. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3354-25, serial # (B)(4), description: w4 splitter 2x4-25 cm. The complaint was verified. The two linear leads show damages that relate to the high impedance readings. The root cause of the damage is unknown. Splitter sn (B)(4): device exhibits normal characteristics. Splitter sn (B)(4): the device has been cleanly cut. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. It cannot be analyzed further.

Event description:
A report was received that the patient underwent a lead explant due to high impendences. The physician replaced two leads and one splitter. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-3354-25 serial:(B)(4) description: w4 splitter 2x4-25 cm model:sc-2366-70 serial:(B)(4) description:linear 3-6 lead, 70cm.